Event description:
A registered nurse (rn) contacted baxter's technical service center regarding a low drain volume alarm and a low ultrafiltration (uf) alarm, which occurred on the homechoice (hc) during use, during drain 4 of 4. The rn stated that the patient had a high drain alarm the other night also (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria). The technical service representative (tsr) asked the rn what the three digit number was when the hc read high drain. The rn stated 104. The rn stated that she had the uf target set to 500 ml. The rn stated that the therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis, with a fill volume of 2000 ml and the minimum drain volume percentage set to 85%. The rn stated that the hc showed lost dwell too. The rn stated she thought the patient was having draining issues so she is having the patient do a kidney-ureter-bladder (kub) test. The rn stated on (B)(6) 2012, the hc alarmed at 12:06 with a low drain volume alarm, at 2:18 with a low drain volume alarm, at 2:25 with a low drain volume alarm, at 2:34 with a low drain volume alarm, and at 2:41 with a low drain volume alarm. The tsr asked the rn how the patient was clearing the low drain volume alarms. The rn stated that the patient just pressed stop and go to clear the low drain volume alarms because the patient does not bypass. The rn stated that the hc showed the high drain 104 alarm on (B)(6) 2012 at 10:22. The tsr asked the rn the increased intra-peritoneal volume (iipv) troubleshooting questions. The tsr recommended the patient use manual bags that night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported events. The rn stated that there was not patient injury or medical intervention associated with these events. The rn stated that the patient has been continuing therapy on the cycler successfully since then. No allegations were made against any of the patient's dialysis products. No further information was available.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.